Event description:
It was reported that during a follow-up on the same day of the implantable pulse generator (ipg) implant, there was no capture in the right ventricle (rv) channel. The physician decided to reposition the rv lead the next day. After repositioning the lead, the physician tried to reconnect the lead to the ipg but wasn't able to fix it safely in the header with the screw. They suspected the header was broken. Another ipg was implanted and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).